Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented to the operating room for a generator change-out due to normal eri, there was difficulty in disconnecting the lead from the device header. It was noted that it seemed as though the set screw might have been stripped. The device was explanted and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported field event of set screw anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.